Event description:
Following patient treatment, staff attempted to reposition the bed to bring into standard prone position. The bed had no electric response to foot controls but continued to tilt patient into reverse trendelenburg position. Staff was able to secure patient and assist to standing position without patient injury however the physician was injured while protecting the patient from a fall. The motor was noted to continue to run and smelled of burning electric parts.